Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 MDR's filed for the same event (reference 1825034-2013-03185 / 03187 and 2014-00922).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, loss of range of motion and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to patient fall resulting in a comminuted fracture with 4 major fracture fragments and loosening of the femoral stem. The modular head, taper adapter and femoral stem were removed and replaced.